Event description:
The customer reported the insulin pump a battery failure alarm. The caller changed the battery and three days later the battery alarm again. The customer stated that the last two mornings had to call the paramedics because her blood glucose has bottomed out. The customer changed again the battery after receiving off no power. The caller stated that she drank the night before and woke up with low the next day. The customer had taken a 6.75 bolus because she was high and was drinking margaritas. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.